Event description:
During kit inspection, it was noted the bearings were coming out of the collar.

Manufacturer narrative:
The product issue associated with this report was previously identified by the MFR and is associated with a correction/removal reported to the FDA. Closure of this action was requested from the FDA on sept 13, 2010, with the status of the device identified in this report irretrievable, missing or lost from distributor inventory. Based on the info from the complainant and a review of the correction and removal records, this is the final report that will be submitted associated with this incident and device. No additional action is required at this time.